Event description:
Bentson guide wire kinked in scar tissue in right circumflex femoral artery groin. Guide wire broke off (2" section) inside patient. Unable to remove from soft tissue or native occluded vessel.